Event description:
It was reported the lead dislodged and was subsequently explanted and not replaced. It was also reported that branch selection was very minimal and diaphragmatic stimulation occurred in every branch attempted. The lead was placed high in the target vein where there was no diaphragmatic stimulation, but became dislodged. The physicians felt the patient is a better candidate for pericardial lead placement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014; 5076-58 lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and there were no anomalies found.